Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the wound drain was not draining properly. The drain tube was allegedly flushed with 10cc of saline but the compressed bulb did not expand. A flush was used with a stop cock to force fluid into drain, at which time it popped the one way valve flap off drain, which started to drain 30-40 cc bile/effulent.

Event description:
It was reported that the wound drain was not draining properly. The drain tube was allegedly flushed with 10cc of saline but the compressed bulb did not expand. A flush was used with a stop cock to force fluid into drain, at which time it popped the one way valve flap off drain, which started to drain 30-40 cc bile/effulent.

Manufacturer narrative:
The reported event was confirmed. Per visual inspection of the received picture, it was noted that the silicone bulb with the duckbill valve was disconnected. This issue could cause failure to suction. Functional and dimensional evaluation were not performed due to no physical sample was returned for evaluation, only the photo was received. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "100cc silicone closed wound suction evacuator and silicone drains indications for use: this product is intended for closed wound drainage following head and neck, abdominal, ent, ob/gyn, plastic surgery and neurosurgery. A. Drain placement 1. Place wound drain(s) within critical fluid collection areas. 2. Draw non-perforated section of wound drain through skin until flat portion of drain is seated appropriately or drain indicator mark appears at the skin surface. 3. Attach non-perforated section of drain either to davol "y"-connector or directly to evacuator inlet port. Note: (1) since the 1/8" silicone round drain cannot connect directly to the evacuator inlet port, davol #0070780 "y"-connector must be used to connect to evacuator. (2) when using two drains, the davol #0070790 "y"-connector must also be used with 3/16", 1/4" silicone round drains and 7, 10 and 12.7mm silicone flat drains. 4. With two silicone drains; cut off plug from closed arm of "y"- connector. Attach both drains to "y"-connector and then attach "y"-connector to inlet port. Caution: do not puncture or perforate drain. B. To establish suction in evacuator 1. Open capped port. 2. Squeeze evacuator. 3. Close empty port. Orient plug strap so that plug tab does not contact inlet port. C. To empty container 1. Open capped port over collection basin. 2. Squeeze evacuator to empty. D. To re-establish suction 1. Repeat step "b" above. Note: reflux of fluid to the patient is minimized during reactivation by a built-in anti-reflux valve on inlet port. E. To read fluid volume 1. Open capped port to release vacuum. 2. Read and record approximate volume. 3. Empty and reactivate evacuator. Important: a. Check for fluid entering closed wound suction evacuator. Lack of flow may indicate all exudate has been removed. Check all connections for air leaks and wound tube perforations for exposure above skin. B. Several activations of the closed wound suction evacuator may be required to establish suction because of: - air entering partially closed wound. - an operative air pocket. C. The attached strap may be used to secure the evacuator to the patient. Precautions: 1. Avoid suturing through the drains to minimize the possibility of breakage. 2. Drains should lie flat and in line with the skin exit path. 3. Particular care should be taken to avoid any obstacles to the drain exit path. 4. Drains should be checked for free motion during closure to minimize the possibility of breakage during/after removal. 5. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or blunt instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Warning: drain breakage may require surgical removal."